Manufacturer narrative:
(B)(4). The patient was born on an unreported date in (B)(6). On an unreported date, the patient experienced turbid effluent, abdominal pain, and fever. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced turbid effluent manifested by abdominal pain and fever, coincident with peritoneal dialysis therapy. The cause of the events was not reported. On an unreported date, the patient began treatment with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the events. It was unknown if extraneal and dianeal therapies were ongoing. The patient was recovered from the abdominal pain and fever and the peritoneal effluent fluid was clear the "next day only." No additional information is available.